Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the manufacturing representative saw the patient at their neurosurgeon's office. The surgeon said the patient's infection had cleared up nicely and the wound "looked good." Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that there was think skin at the generator site. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was performed. Interventions/actions included a revision surgery scheduled for (B)(6) 2020. The issue is not yet resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) report that the even date was not known. The cause of the thin skin was not known. Actions/interventions taken to resolve the issue included a revision surgery for (B)(6) 2020. The issue was not resolved at the time. This was confirmed with the physician. They reported further that during the surgery they created a new pocket superior and medial to the original pocket in the hopes that the infection would be treated without having to fully explant the battery. Patient therapy was reactivated after surgery and was doing well post-operatively.